Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite-sensor. Performed visual inspection and found electrode peel back (retracted) in enlite-senor base. Unable to confirm damage due to enlite-sensor being opened/used.

Event description:
Customer reported his sensors were not working. He stated there was no led light flash when he attempts to connect the sensor with his transmitter. Customer's blood glucose was 169 mg/dl. The customer also reported one of his sensor did not have an electrode. No additional info provided.